Manufacturer narrative:
Information related to the implanted device was not provided to gore. Note: according to the physician, the atrium device was placed inside the gore viabahn endoprosthesis to give strength. It appeared the medtronic aaa device crushed the viabahn/atrium device that was perfusing the sma.

Event description:
Gore received an email from (B)(6) (medtronic, inc. Sr. Consumer affairs specialist) reporting the following: a medtronic talent tf stent graft was fenestrated and placed just above the right renal artery. Holes were made in the stent graft to attempt to cannulate the celiac and sma from the arm. During deployment, the fenestration holes were not in line with the celiac and sma arteries, and the cannulation attempts were unsuccessful. A wire was in the sma from the arm, and then a series of atrium and viabahn stents were placed in a chimney technique from the top of the talent stent graft into the sma. A medtronic endurant stent graft was placed to cover the fenestration holes which did not line up with the arteries. The case was successful, and there were good seals and good perfusion of the vessels. The stent grafts did not cover/occlude any of the vessels. The patient was released from the hospital about 5-6 days post-implant. Several weeks later ((B)(6), 2011), the patient expired, apparently from an ischemic colon. The gore viabahn endoprosthesis in the sma apparently occluded. There was no autopsy. No further information was provided.